Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported noise and a loose set screw were noted on the implantable pulse generator (ipg). It was also reported by the patient's spouse that the patient feels "a sharp pain on and off around the implant site, then it goes into a tingling sensation". A revision was performed and the ipg remains in use. No further patient complications have been reported as a result of this event.